Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
This cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead triggered a lead safety switch (lss) to unipolar due to a high out-of-range pace impedance measurement of 2,012 ohms. The vector was reprogrammed successfully and the lss for the lv lead was programmed off. This crt-p and lv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
This cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead triggered a lead safety switch (lss) to unipolar due to a high out-of-range pace impedance measurement of 2,012 ohms. The vector was reprogrammed successfully and the lss for the lv lead was programmed off. This crt-p and lv lead remain in service. No adverse patient effects were reported. Additional information received reported that the cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced due to normal battery depletion (nbd). In addition, a left ventricular (lv) adapter was placed. This left ventricular (lv) lead remains in service. It was noted that the lv pace impedance measurement with the new crt-p was 1142 ohms. No additional adverse patient effects were reported.